Event description:
Additional info received from the MFR on 01/26/1999: right implant allegedly ruptured. Pt allegedly has had numerous medical problems including swollen clavicle, arm pain, fatigue, spinal stenosis and diarrhea. Pt was scheduled for removal of implants on 1/18/1999.